Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was unknown mg/dl. The customer reported the alarm was resolved by an infusion set change. The customer was unable to troubleshoot because she figured cord was kinked and took care of it himself. The customer was advised to call when the alarm occur in order to troubleshoot. The customer was returning the product based on her request.